Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. While crossing the lesion, the catheter kinked the wire and the tip detached. The detached tip was snared to remove. The procedure was completed using an alternate device and the patient fully recovered.